Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged latch roller. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection and power on self-test were performed. During visual inspection the damaged latch roller was found. The cause was not determined. To correct the condition, the door latch was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a follow-up MDR will be submitted.